Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that on a previous remote check the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.

Event description:
New information received indicated that post-paced t-wave over-sensing re-occurred. Programming changes were performed. The patient condition was stable.